Event description:
It was reported that the trial lead and the external trial stimulator (ets) were covered with tegaderm-type adhesive sheets provided in the lead kit. The adhesive sheet caused the patient a skin irritation, itching in the dressing area, discomfort, redness, and blistering under the dressing. The adhesive sheets had lifted away from the skin, and it could be visualized that the right lead had come out of patients skin and the left lead was uncovered. The physician opted to pull the leads out and patient was prescribed with benadryl and hydrocortisone cream. The blistering was observed to be healing postoperatively.

Manufacturer narrative:
Block d.2b; additional applicable product code: ezw, qon. Block g4; premarket / 510(k): p180046, p190006. Additional suspect medical device components involved in the event: model number/catalog number: 1901. Batch/lot number: ak20000141. Model/catalog description: pne lead. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 1601. Serial number: (B)(6). Batch/lot number: ae11110293. Model/catalog description: trial stimulator. Unique identifier (UDI) #:(B)(4).